Event description:
(B)(6) 2016 11:51 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator shutdown on its own while it was connected to a patient. There was no report of any alarm sounds, only that the screen was blank and the ventilator was not ventilating. The patient was bagged and the ventilator was replaced by another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). No fault was found. The customer still wanted the ventilator to be investigated by the manufacturer so, therefore the ventilator was returned for investigation. The investigation of the returned ventilator found no deviations. Pre-use checks had passed and ventilation mode was running over the course of 4 days functioned normally. The ventilator is turned on, and off, with the on/off switch on the rear side of the panel. Electrical measurements on the on/off switch were according to specification and no erratic behavior could be provoked. Evaluation of the device logs confirmed a shut-down that was not preceded by a standby on the (B)(6) 2016 at 14:42 which, is most probably referred to as the ventilator shutting down on its own. The logs also showed that the ventilator was turned on and ventilation resumed at 14:50 and continued to be used for about 19 hours, until the (B)(6) at 09:10, before it was turned off. The technical logs have no entry to indicate a technical ventilator failure. For the ventilator to turn off (shutdown) the on/off switch must be in the off position. The ventilator cannot shutdown by itself when the on/off switch is in the on position. When the ventilator is turned off, four beeps are generated indicating the powering off/shutdown and no other alarms are generated. Our conclusion is that there was no technical ventilator failure during the reported event. The ventilator shutdown was caused by turning the on/off switch from the on position to the off position.

Event description:
(B)(4).